Manufacturer narrative:
The lot was manufactured between 29mar2022 - 30mar2022. Three (3) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on 1 randomly selected sample and a leak was observed at port 2. Further analysis revealed a leak at port 2 when the fluid pathway was flushed and an additional leak was verified at port 2 during the pump calibration process. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) em2400 valve sets were leaking internally. The reporter stated that cloudy fluid enters the final bags. There was no patient involvement. No additional information is available.